Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis laboratory received the suspect components for investigation. An investigation was performed and the root cause was undetermined. The reported problem was unable to be confirmed or duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr found the power supply was cutting out. He replaced the turbine pcb and the power supply. These components have been sent back to the vyaire failure analysis lab and are currently pending investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced "motor fault" and "vent inop". The customer advised there was no patient involvement associated with this event.